Event description:
It was reported that the right ventricular lead needed a revision. The lead was explanted and replaced. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).